Event description:
Pt status post plate and screw implantation heard a snap in the jaw and returned to surgeon. The first x-ray surgeon could not tell if plate was broken; pt returned one week later and an x-ray showed the plate was broken. Surgeon removed the plate and revised the pt to another plate, pt would not allow use of bone graft. Surgeon noted previous surgery no bone graft was used.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2010 the patient obtained the blood glucose reading of 334 mg/dl on the reported meter, and a laboratory result of 199 mg/dl within 30 minutes. On (B)(6) 2010 at 4:30 pm the patient experienced the symptoms of impaired vision, weakness, inability to walk, lightheadedness and headache. The patient was taken to the emergency room, where her blood glucose level was tested to be 60 mg/dl. The patient received treatment with intravenous glucose. The patient manages her diabetes with the oral diabetes medication glipizide. Troubleshooting revealed the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings with the reported meter, and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/24/2011: the lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/23/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(6) 2010: the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. A 510(k) # is k061118.